Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker performed a clinical review of the reported event and determined that the device may have contributed to the patient outcome. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device was used on a patient in cardiac arrest. During use of the lucas device, bleeding was observed from the tracheal intubation tube and the nurse reported a suspected lung injury. The patient associated with the reported event did not survive.

Event description:
The customer contacted stryker to report that their device was used on a patient in cardiac arrest. During use of the lucas device, bleeding was observed from the tracheal intubation tube and the nurse reported a suspected lung injury. The patient associated with the reported event did not survive.

Manufacturer narrative:
Stryker evaluated the device and the reported issue was not able to be verified and was not able to be duplicated. Root cause could not be determined. The device passed functional and performance testing and was returned to the customer.